Event description:
A patient reports while charging their controller the charging cable had melted at the charging port of their controller. The patient reports their charging adapter had also been burnt.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.